Event description:
It was reported that this patient with a 25 mm aortic valve, implanted for eight (8) years and nine (9) months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 25mm aortic valve, implanted for eight (8) years and nine (9) months, underwent a valve-in-valve procedure due to unknown reasons. A 26mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional narratives. Updated b5 and h6 per new information received.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.